Event description:
It was reported that "about 3cm of a short hair was observed at the entrance of the pouch before use." The reporter commented that half of the hair was located inside the pouch. There were no patient complications reported.

Manufacturer narrative:
Two safe inserts were received for evaluation in the unopened, original packaging. A brown hair-like material, approximately 0.8" long, was observed inside the pouch. The end of the hair-like material appeared to be trapped at the pouch seal. The tyvek was intact and no visible damage to the tyvek, pouch, or either of the two inserts was found. Visual examinations were performed under microscope at 10x and 20x magnifications. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed to be a manufacturing nonconformance. Actions, including the addition of a full hood usage have been implemented at the manufacturing site to address this type of complaint. This unit was manufactured prior to implementation of these actions. No additional actions are needed at this time.